Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays shows thoracic lumbar sacral posterior spinal instrumentation. Interbody graft are present at l5-s1, l4-5, l3-4. The patient body "condition" is quite obese. On the immediate post-op x-ray hardware placement appears appropriate. On the delayed x-ray there is a bilateral rod fracture, with the rod completely displaced from the screw heads on one side. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis with multilevel stenosis, degenerative disc disease (ddd) and underwent multilevel laminectomy fusion surgery at t11- ileum levels. Post-operatively, the screw loosened. As a result, a revision surgery was performed to remove the alleged screw. No patient complications were reported post surgery.

Manufacturer narrative:
Product analysis: visual and microscopic inspection confirmed the saddle and the crown of the bone screw were locked up in an angulated position. It appears the setscrew loosened causing the rod to move back and forth wearing down the saddle of the bone screw. Root cause of this type of damage is uncertain. If information is provided in the future, a supplemental report will be issued.